Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's controller had been off for several months with their boluses. The patient stated that they just had their doctor reset the boluses on (B)(6) 2026 and they did an update on it, but it was not going past 90% so they could not give themselves a bolus. Patient services walked the patient through clearing the data in the device. Troubleshooting steps taken with patient services resolved the issue. The patient had 10 boluses per day.